Manufacturer narrative:
The device was returned to the MFR for eval. The review of the log file during the investigation revealed that the driver generated constat rvad and lvad loss of fill signal alarms. Functional testing was performed on the driver. While operational, the driver had difficulty filling the lvad pump and partial ejection was noted. The rvad pump functioned normally. The compressor was removed, tested and found to exhibit diminished vacuum levels. A significant vacuum leak was found in the compressor. The compressors base plate had remnants of degraded bearing grease. The lack of lubrication coupled with debris that generated the bearing grease caused the vacuum performance to diminish resulting in the driver's inability to properly fill the vad resulting in loss of fill signal alarms. A review of the device history records revealed that the device met all applicable quality assurance specs upon shipment. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a bi-ventricular assist device (bi-vad). It was reported by the perfusionist that the pt experienced loss of fill signal alarms, and the driver was noisier than normal. The pt was successfully switched to a back up driver without further incident.